Event description:
Event description boston scientific crm received information that a review of this pacemaker's logbook revealed 4000 stored episodes of ventricular tachycardia. A technical service's review indicated likely loss of capture with the right ventricular lead. Thresholds and impedances were noted as stable. This device is part of an advisory regarding a low voltage capacitor component, however exhibited no symptoms that were consistent with those described in the advisory. No adverse patient effects were reported.